Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 316 mg/dl. The customer states they received a no delivery alarm. The customer states they had changed the set. The customer states they have a backup plan and feel ok to troubleshoot. The alarm occurred during manual prime and has not been resolved. The rubber septum was verified and found normal. The p-cap was checked for damage and determined not to be normal. The customer was advised to push plunger to verify insulin exits the pump and it did not. The customer was asked to try a new reservoir with current reservoir, the insulin did not exit. The customer was asked to try a new reservoir with current set, and the pump did not alarm no delivery. Changing the reservoir resolved the issue. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.